Manufacturer narrative:
The device associated with this incident was not returned for investigation. Should this device be returned, a supplemental report will be filed to document the results of the investigation.

Event description:
The patient reported the blood pressure cuff became tight around their arm causing bruises. Multiple attempts were made to contact the patient to determine if the patient received any medical attention and/or treatment for the reported bruises but were unsuccessful.